Event description:
It was reported that an interlink set¿s luer lock broke because it was unable to rotate during set-up. This occurred when trying to connect the set to an unspecified device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: the occurrence date resides within a month prior to the report date. Should additional relevant information become available, a supplemental report will be submitted.